Event description:
The member complaint that his meter needed to be charged, but when he looked at the back of the meter, the back was blown out from the battery.

Manufacturer narrative:
The meter was requested for return to the manufacturer for investigation. However, we have not received the device back for investigation. No injury to the user was reported.